Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the other blood glucose values were 564 mg/dl and 300 mg/dl. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea. Customer reported that the infusion set tubing had small air bubbles. Customer treated with insulin pump. Customer assisted with performing the high pressure test and it pass. The insulin pump will not be returned for analysis.